Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, the patient reports limited flexion after fifteen months of physical therapy. No revision procedure has been reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02705. Concomitant medical devices: unknown persona tibial insert catalog#: ni lot#: ni, unknown persona tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Proposed component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2022-00273.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827 - 2022-00273.